Manufacturer narrative:
E1: name: (B)(6) country: united states of america address (B)(6) based on the available information, this event is deemed to be a serious injury. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported in egypt that the patient had elevated blood glucose levels of 380 mg/dl and was treated via insulin pen on (B)(6) 2026.